Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14 volt batteries not holding charge and being warm to the touch was unable to be confirmed. Product was not returned to abbott for analysis. Submitted photos confirmed the 14v battery serial number and expiry date; however, did not provide evidence for the battery not holding charge or being warm to the touch. A root cause for the reported event was not conclusively determined through this analysis. The 14v battery was inspected and accepted into the storage location on 25 may 2023. Heartmate iii patient handbook (rev. D) and heartmate iii instructions for use (rev. C) section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the 14v batteries and universal battery charger (ubc). Heartmate 3 instructions for use (rev. C) section 1 entitled ¿introduction¿ states that when fully charged, a pair of heartmate 14 volt lithium-ion batteries can power the system for up to 10¿17 hours, depending on the activity level of the patient. The heartmate 14 volt li-ion battery instructions for use (IFU) (rev. E) under section 5.0, entitled ¿calibrating heartmate batteries¿, also explains when a battery is due to be calibrated and how to calibrate a 14v battery. Heartmate iii instructions for use (rev. C1) section 3-¿powering the system¿ cautions the user to store 14v batteries within approved temperatures: 14°f to 104°f (-10°c to 40°c). It states to not use in temperatures that are below 32°f (0°c) or above 104°f (40°c) or the battery may not work suddenly. Heartmate iii patient handbook (rev. D) and heartmate iii instructions for use (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries. The heartmate 14 volt li-ion battery instructions for use (rev. E) section entitled ¿precautions¿ states ¿heartmate 14 volt li-ion batteries must be charged at least once by the end of the month marked on the label placed on battery packaging (box and protective bag). If a battery is not charged by this date, battery operating time may be affected, which can cause the pump to stop. Do not use the battery if it has not been charged by the date indicated¿. The instructions for use states that one pair of new heartmate 14 volt lithium-ion batteries provides ten to twelve hours of support under nominal operating conditions (pump speed 12,000 rpm, flow 6.0 lpm, power 10 watts). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had 2 warm 14 v li-ion batteries, which would not hold a full charge. The patient rotated and maintained their batteries according to instruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.